Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device analysis: analysis of the returned device identified: creases fold, wear abrasion, curved opening on patch, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified; curved striated opening on patch and crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a striated opening assessed as surgical damage consist in the use of some surgical tool. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.